Event description:
As reported to the implant patient registry (ipr), approximately 4 years, 11 months post-implant of a 29 mm sapien 3 valve in the aortic position, the 29 mm sapien 3 valve was explanted and a surgical aortic valve was implanted. No additional information was provided. The reason for explant is unknown at this time.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
Update to b4, g3, g6, h2, and h10 to reflect additional information received. Additional information indicates that approximately 4 years, 11 months post implant the valve was explanted due to late endocarditis. Prosthetic valve endocarditis is a serious complication in patients that have these devices. It can occur early (60 days or less) or late (greater than 60 days) after valve implant. As described in a technical summary written by edwards lifesciences clinical technical summary for endocarditis, late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. In early cases of pve, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Reports of pve occurring greater than 60 days of implant (late), are not reportable. In this case, the endocarditis is outside of the 60 days, with no allegation of a device relationship. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.